Event description:
It was reported that a shaft break occurred. The target lesion was located in an unspecified vessel of the left heart. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced into an unspecified guide catheter however the shaft of the catheter was bent and was broken 75 cm from the hub. The device was completely removed from the patient without any issues. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).